Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 11:00 am, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient managed his diabetes with oral medications, diet and exercise. Afterwards the patient went to the emergency room. The patient was unable to provide his blood glucose result as tested in the emergency room. The patient received treatment with insulin. Troubleshooting revealed the test strips were correct, and the patient had correctly replaced the battery. The issue was not resolved. The meter and test strips were replaced. The patient returned the meter to lfs for evaluation. Product analysis was performed on (B)(6) 2013 with failing results, finding the battery contact was broken or loose. The patient allegedly suffered blood glucose levels suggesting severe injury and received emergency medical attention and treatment with insulin after he was unable to test his blood glucose level due to the reported meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis was performed on (B)(6) 2013 with failing results, finding the battery contact was broken or loose. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.